Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG will show for a little while, but then it will randomly stop showing anything at all on this bedside monitor (bsm). There are no error messages when this occurs. They have swapped out lead sets, but the only way to fix it is to reboot the bsm. However, even after that, it works for a little while before it stops working again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Concomitant medical products: attempt #1 04/27/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/11/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the ECG will show for a little while, but then it will randomly stop showing anything at all on this bedside monitor (bsm). There are no error messages when this occurs. They have swapped out lead sets, but the only way to fix it is to reboot the bsm. However, even after that, it works for a little while before it stops working again. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the ECG will show for a little while, but then it will randomly stop showing anything at all on this bedside monitor (bsm). There are no error messages when this occurs. They have swapped out lead sets, but the only way to fix it is to reboot the bsm. However, even after that, it works for a little while before it stops working again. No patient harm was reported. Service requested / performed: the device, (bsm-3532a, serial number (B)(4)), was returned, decontaminated, cleaned, and evaluated. During evaluation we were able to confirm and duplicate the reported issue, after running the device on a simulator over a 5 (five) day period, for the error to be displayed. The unit was then sent to 208 for further processing. In this case a root cause was not determined, and the possible causes will be listed below the root cause section. Investigation conclusion: we were able to confirm and duplicate the reported issue, based on the evaluation of the device. Unfortunately, a root cause was not determined, however, it is likely the issue was due to damage (due to physical damage and/or wear and tear to the device). To resolve the issue, we shipped the customer a replacement device. Although a root cause was not determined, a list of the potential causes, are listed below. Potential causes: ECG issues are due to several potential causes, which include, but are not limited to the following: damaged issue: device damage/broken components, damaged buttons on control panel, damaged enclosures, broken cables/sockets, physical damage, due to the shipping process, droppage during installation, usage or transit, impacting internal components and/or wear and tear of the device and/or its components can lead to the reported issue. User errors: the use of incompatible software, or damaged hardware/leads, leads placed incorrectly and/or measurements being performed incorrectly, patient conditions such as: body movement, arrhythmia, and/or pulse wave is not detectable. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1: 04/27/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 05/11/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the ECG will show for a little while, but then it will randomly stop showing anything at all on this bedside monitor (bsm). There are no error messages when this occurs. They have swapped out lead sets, but the only way to fix it is to reboot the bsm. However, even after that, it works for a little while before it stops working again. No patient harm was reported.